Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a (B)(6) female. According to the complainant, during the procedure, the stent would not deploy. No damage to the device was noted prior to use. The procedure was completed with another wallstent rx biliary endoprosthesis. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine. This event was deemed a reportable event based on the investigation results; broken inner lumen.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. The distal handle was retracted and the outer sheath was retracted 5mm from the tip. It was also noted that the distal end of the shaft was curved and the inner lumen was exiting at the guidewire access port. During analysis when the distal handle was moved distally and then retracted, the inner lumen exited through the guidewire access port and the outer sheath could not be retracted. The shaft was dissected proximal to the guidewire access port and the inner lumen and stent were withdrawn. It was noted that the inner lumen was broken at 251mm proximal to its distal end, which is at the skived area. No issues were noted with the stent. A labeling review identified that the device was used per the rx biliary directions for use (dfu). A review of the mfg documentation found no anomalies or deviations during the MFR of this batch. At the time of this investigation, it was noted that there have been no other complaints reported relating to this defect for this particular batch. The most probable root cause is due to anatomical/procedural factors encountered during the procedure. (B)(4).